Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider a patient, and a patient representative regarding a patient receiving unknown morphine via an implantable pump for non-malignant pain. It was reported that the healthcare provider (hcp) was requesting a manufacturer representative (rep) to check a pump they thought might be "malfunctioning". The manufacturer's technical services specialist (tss) reviewed that based on the implant date, that pump would have reached end of service (eos) in the last few days. The hcp reviewed a printout from the last refill from january which showed a refill date in june; however, the elective replacement indicator (eri) and eos would have occurred before that. The call was transferred to the national answering service (nas), who stated they already paged a rep to check the pump. The patient stated they've been in the hospital for 2 days and the pump wasn't working and they were wondering when the rep was going to arrive at the hospital. The patient's daughter (cacler) then came on the line and mentioned the patient was at the hospital and the pump hasn't been working for 'a week tomorrow apparently.' The caller mentioned the case manager was going to reach out again to see about the status of the rep but they also wanted a status. Pss reviewed the rep's role and redirected the caller to the patient's managing hcp.